Manufacturer narrative:
The purpose of this investigation is to evaluate the reported issue of: creo one robotic screws loosening post operatively. Visual or functional inspection was unable to be completed due to the part not being returned. A review of the related DHR information was unable to be completed due to the part not being returned. The rep was contacted; however, additional information was unable to be obtained by the due date of the MDR. There was an initial surgery for a degenerative correction from l4-s1 on (B)(6) 2023. The surgeon completed a tlif with an interbody. The surgeon performed a revision surgery on (B)(6) 2025 to replace screws that had loosened post-operatively. During the revision, the locking caps were extremely tight and difficult to remove, however, the surgery was completed and there were no adverse effects or issues to the patient. Product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored.

Event description:
It was reported that a revision was needed to replace creo mis screws that were found loose post operatively.

Manufacturer narrative:
The device was unavailable for evaluation. It was reported that creo one robotic screws were loosening post operatively. There was an initial surgery for a degenerative correction from l4-s1 in (B)(6)2023. The surgeon completed a tlif with an interbody. The surgeon performed a revision surgery in (B)(6) 2025 to replace screws that had loosened post-operatively. During the revision, the locking caps were extremely tight and difficult to remove, however, the surgery was completed and there were no adverse effects or issues to the patient. The product is within the anticipated risk; therefore, the overall risk of the system has been maintained and will continue to be monitored. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a revision was needed to replace creo mis screws that were found loose post operatively.